Event description:
On (B)(6) 2010, I underwent a right total hip arthroplasty procedure. I received a pinnacle cup, tri-lock stem, and metal polyethylene bearings. On (B)(6) 2010, I underwent a left total hip arthroplasty procedure. I received a tri-lock stem, pinnacle cup, and metal-metal bearing. Soon after each surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my left thigh and left hip area and right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: avascular necrosis right hip; avascular necrosis, left hip.